Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 475 mg/dl. The insulin pump was alarming no delivery at the time of the phone call. It was stated that the customer also had a sinus infection. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well. Advised the customer that the insulin pump is working properly.